Event description:
Shortly after the implant procedure, the patient was brought back into the operating room to stop bleeding brought on by a hematoma, the patient is receiving therapy from the system and doing well.

Manufacturer narrative:
The system remains implanted and will not be returned for evaluation. This is the final report.